Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a blue particle floating in the bag, confirming the reported condition. The particle was isolated and infrared spectroscopy was done. It was determined that the particle was made of a different composition than the blue bag connector. The cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multilayer bag set had small blue floating particles inside the bag. There was no patient involvement. No additional information is available.